Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and replaced the hamilton valve with new style valve pn-b10873 and replaced the pneumatic valve pn-a43931 to resolve the issue. In addition, service engineer also replaced obstruction detector, tube assembly for obstruction detector, tube assembly for left probe pump, and tube assembly for probe crane. Identification of failure mode: failure mode is hardware malfunction. Multiple parts were replaced. It is unknown of which replacement part resolved the issue. The failure mode has a potential to impact sample results. (B)(4).

Event description:
Customer reported a leak when using the unicel dxc 660i synchron access clinical system. The left probe of the cta (closed tube aliquotter) was leaking in the instrument. The fluid was leaking in the wash cup or on the top of the sample tubes. The customer was wearing personal protective equipment, lab coat and gloves. There was no reported exposure or injury. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.